Event description:
The customer reported that while inspecting the device before a procedure, the device light had less intensity. Another similar device was used for the procedure. There was no patient damage reported due to the event. This is the 2nd event that the customer reported with the same issue. The 1st event is reported in the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed an orange light caused by foreign material (debris) stuck to the light guide lens. In addition, the rubber cover was perforated. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the light suddenly started to appear red and the intensity decreased due to foreign matter in the light guide cover lens. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the date of event is (B)(6) 2022, there was no patient harm. There was a delay however, they could not specify for how long. As they were unable to see the image properly, they removed the device out and completed the procedure with another device.